Event description:
It was initially reported that the handheld battery would not hold a charge. The product was returned and product analysis was performed. Ana analysis was performed on the returned handheld and no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause of the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. An analysis was performed on the returned wand and no mechanical anomalies, visual anomalies, or anomalies which would affect battery longevity were identified. The 9v battery returned with the want was depleted. Continuity testing of the serial data cable and the battery cable passed and after the battery was substituted, the programming wand performed according to functional specifications. An analysis was performed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Follow up with the initial reporter was performed and it was indicated that device mishandling was not suspected, however it was reported that the handle held does get passed around a lot.